Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported, when the vela ventilator was turned on prior to patient use the device was displaying ventilator inoperable (vent inop) alarms. The device was never placed on a patient thus no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the vela ventilator main pcba (printed circuit board assembly) and installed it in a known good unit for testing. The device was powered up in service mode and the unit displayed a "vent inop (inoperable)" error message, duplicating the reported issue. The power supply voltage was found to be too low and this was determined to be due to an open resistor 608. This issue will be internally investigated.